Manufacturer narrative:
Technical support troubleshoot with the customer over the phone. And confirmed, customer reported issue of: 8100 error code 210.5020. Technical support: customer also stated, that he replaced the logic board. And he was still getting this error code. I explain to the customer, that the processor not reporting the software version data immediately, after the system is turned on. The processor is missing, failed, or flashed with a version that does not support the reporting software version. The customer said ok. And the call was ended. A review of the device history record for sn#: (B)(6) was performed, from date of manufacture 09/29/2016 to the present date 10/9/2020. And confirmed, that this device was not previously returned for servicing. And there were no production failures, which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined, that the proximate cause of the customer¿s reported issue. Tech support: the processor is missing, failed, or flashed with a version that does not support the reporting software version the customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3: other text: no product returned.

Event description:
Case #: (B)(4), case subject: npi 8100, error code 210.5020, account name: (B)(6) medical center ((B)(6) medical center, account #:(B)(6), asset name: 8100 pump module v9.17.0.22, contact: (B)(6), contact email: (B)(6), contact phone: (B)(6), patient or user involvement? No, patient or user harm? No. Case description: 8100, sn#: (B)(6), customer stated, that he changed the logic board and the display. And he was still getting this error code. Case resolution: customer also stated, that he replaced the logic board. And he was still getting this error code. I explain to the customer, that the processor not reporting the software version data immediately, after the system is turned on. The processor is missing, failed, or flashed with a version that does not support the reporting software version. The customer said ok. And the call was ended.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that error code 210.5020 alarmed on the device. There was no reported patient involvement.